Manufacturer narrative:
The customer did not return the handpiece for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The sample is in transit to the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece gets hot. Event details and patient involvement are unknown. Additional information has been requested.